Manufacturer narrative:
Company representative evaluated the system. An issue was identified with the system cable wire. Corrections included readjusting the cable wires and problem was resolved.

Event description:
Customer reported an issue with the anestar anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.